Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22jan2019. Serial number unknown. Reporter phone number unknown. A credit was issued to the customer. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the back alarm failed (e/c 1104). There was no patient involvement. The event date was not specified; estimate used.